Event description:
Customer reported issues with the insulin pump. Customer states that there is an alarm and the rear part of the insulin pump is broken. The blood glucose reading is 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed during basic occlusion test due to broken off end cap. Drive support disk was inspected and no anomaly was noted. Insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).